Event description:
The pump was reported to have a volume discrepancy. The actual volume was 38 mls; the expected volume was 1.1 mls. No patient symptoms were reported. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional info becomes available.